Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00414. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device ¿ 1 year. The patient remains ongoing on lvad support. A direct correlation between the device and the reported event could not be determined through this evaluation. The heartmate 3 lvas IFU lists thromboembolism and peripheral thromboembolic event as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document contains information regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2017, for low flow alarms related to hypovolemia. On (B)(6) 2017, an echocardiogram was performed and showed an organized thrombus in the left ventricular apex. The thrombus was not found on previous echocardiogram images that were obtained on (B)(6) 2017. The patient was started on a heparin drip to treat the thrombus. A repeat echocardiogram was performed on (B)(6) 2018, which showed no thrombus. Heparin was discontinued and the patient was discharged home on an unspecified date. No additional information was provided.